Manufacturer narrative:
Visual examination of the returned device revealed the tip had broken off. The instrument was subsequently submitted for fracture analysis. Optical imaging of the driver tip revealed plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. Hardness testing was also performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and information available. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing a t10-ilium posterior spinal fusion with expedium 5.5mm ti poly screw implants. While placing the left iliac screw, the screwdriver tip broke off in the shaft of the screw (8.0 x 90mm 179712890). Dr. (B)(6) tapped with a 8mm tap prior to screw placement, although I don't believe he tapped the entire length of the screw tract. There was fairly high torque needed to place the screw. It broke in the final turn while being placed. Dr. (B)(6) used a small metal cutting burr to burr out the tip of the driver from the shaft of the screw. The screwdriver tip fragments were suctioned up into the suction canister. All fragments of the driver were removed. Dr. (B)(6) successfully completed the procedure. Pre-operative diagnosis degenerative scoliosis and stenosis . Construct t10-ilium expedium 5.5mm ti with poly screws. Level(s) instrumented t10-ilium.